Event description:
Doctor revised patient's right hip because it appeared to have dislocated. The bipolar insert appeared to have disassociated from the constrained insert. The 28mm head was located within the bipolar head.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is 65 inches in height. An event regarding disassociation of the constrained liner involving an all poly constrained insert 50mm was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis concluded, ¿it is not possible to determine if the damage observed on the rim of the constrained insert was caused pre or post the reported dislocation. There was no evidence of material or manufacturing defects observed on the examined devices.¿ medical records received and evaluation: a review of the provided records by a clinical consultant concluded: "based upon the material analysis report and no clinical documentation, there is no evidence of material or manufacturing defects being responsible for this clinical situation.". Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as medical records and x-rays is needed to complete the investigation for determining the root cause.

Event description:
Doctor revised patient's right hip because it appeared to have dislocated. The bipolar insert appeared to have disassociated from the constrained insert. The 28mm head was located within the bipolar head.